Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced left-sided rupture and paresthesia postoperatively. The patient stated that her left breast experienced hot sensation and felt different. As a result, the patient underwent explanation on (B)(6) 2022. The implantation date was estimated as (B)(6) 2011 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: paresthesia, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-feb-2022, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with an unspecified mentor saline device. On 4-feb-2022, mentor received additional information regarding the replacement device. The replacement device is a 425cc mentor smooth round moderate profile prosthesis (left catalog #: 3501670, left serial #: (B)(6)). On 11-feb-2022, mentor received additional information regarding the suspected medical device. Initially, the suspected medical device was reported as an unspecified mentor gel implant. However, additional information revealed that the actual suspected medical device is a 375cc mentor smooth round moderate profile prosthesis (catalog #: 3501660, lot #: 6496250). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 25-feb-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).